Event description:
It was reported to philips that the azurion system lost power and the system cannot reboot. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the planned procedure was delayed, and they were unable to move the patient to a different room. A philips remote support engineer (rse) inspected the system remotely and confirmed the issue. Rse asked the customer to check the power supply, circuit breaker, ups and identified there were no issues with them. Rse was unable to resolve the issue and suggested onsite service. But the onsite service was cancelled, and service was no longer required by the customer. No further action was taken by philips. The codes were updated based on the investigation outcome.